Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: "when the stapler was tested in air, no staple was released. The problem was found prior to use for closing the incisions. No patient injury reported.